Manufacturer narrative:
On 3/22/2024 intuvie received a complaint from sales associate of right way medical that the pump has free flow into the patient. On 4/1/2024 pump was returned to intuvie. On 4/42024 sales associate of right way medical responded to the questions asked by intuvie as follows: 1. No one was harmed. 2. The operator is an rn (registered nurse). 3. The medication being used was (B)(6). 4. The date was (B)(6) 2024. 5. Yes the pump was swapped out immediately & has been shipped back. 6. Yes the therapy was completed. 7. There was no delay in treatment. Once the problem was identified, the pump was swapped out & treatment was completed. 8. No medication was lost. 9. The patient was not harmed & did not have any negative side effects. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/10/2024. The pump was tested with the testing protocol for flow rate complaints. The pump completed the 20 ml infusion with no issues, passing the test with a deviation of -1.77% and a flow rate of 120.13. These results are within +-4.5% accuracy requirements. During functional testing, the reported problem was not duplicated. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 3/22/2024 intuvie received a complaint that the that there is free flow into the patient. No patient harm confirmed by the distributor on 4/4/2024.